Manufacturer narrative:
Approximate age of device ¿ 6 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient had an elevated lactate dehydrogenase (ldh) beginning on (B)(6) 2018. The patient had no other signs or symptoms at that time. The healthcare professionals followed the ldh and patient closely. On (B)(6) 2018, the patient was admitted for other symptoms of abdominal pain and while admitted, ldh kept increasing. The patient was very short of breath (sob) and fatigued. Chest CT scan showed possible outflow graft (ofg) clot. The patient had several days of medication management with heparin, tirofiban and coumadin, but this was ineffective. Inotropes were also initiated. On (B)(6) 2018 the patient¿s lvad was exchanged.

Manufacturer narrative:
Device evaluation: evaluation of (B)(4) confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 0.5 inches from the pump housing and the distal portion of the driveline was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow) were not returned. The sealed outflow graft and the outflow graft bend relief were not returned. The outlet elbow was returned attached to the pump. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) revealed a large, red, denatured thrombus between the outlet bearing and stator blades. Its lack of concentric layering indicated that this thrombus did not initially form in the outlet stator. Although the origin of this thrombus could not be determined, the areas of denaturation and contact marks observed on the rotor bearing cup suggest that it was present while (B)(4) was supporting the patient. The observed thrombus could have contributed to the reported hemolysis. The surface of the bearing ball did not reveal any anomalies related to wear and the bearing was unseated from its bore upon disassembly of the pump. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.